Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report is for a use error- patient left the supply line clamp closed and tried to reconnect a different bag. The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during fill. The fill volume (fv) was equal to 49ml. The home patient (hp) stated they had left the supply line clamp closed and tried to reconnect a different bag and ended up getting air in the line. The technical service representative (tsr) had the hp cycle the power on machine to end of therapy. The tsr assisted the hp to end therapy and advised to contact the registered nurse (rn). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.